Manufacturer narrative:
At this time no conclusions can be made . The cause of the patient postoperative complications cannot be determined at this time. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The attorney alleges additional surgery to remove the device; however no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the attorney that on (B)(6) 2016 the patient underwent a hernia repair surgery. A 3dmax light medium right mesh was implanted into patient¿s body to repair the hernia defect. It is alleged that on (B)(6) 2018 the "patient was forced to undergo an invasive surgical procedure to remove the 3dmax light mesh, as well as to repair the recurrent hernia." As reported, the patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish and emotional distress due to the "defective" 3dmax light mesh. As reported, the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.